Event description:
No blood glucose levels were provided. The customer reported changing the reservoir on the insulin pump and received a high tone sound while rewinding. The battery of the insulin pump was reinstalled and the insulin pump gave out a beeping sound. It was reported that the piston of the insulin pump did not move at all afterwards. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).